Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the customer stated that the device was unable to fire during surgery.